Event description:
The patient's intervertebral space was narrow, and the cage fractured while malletting into l5/s. The damaged fragment was retrieved, and a new cage was inserted.

Manufacturer narrative:
No device was returned for evaluation as it was discarded at the user facility however, photographs provided confirm the device fractured. Review of the provided photographs identified the device fractured at the proximal end inserter attachment feature and consistent with off angled excessive force. Review of the reported event noted the surgeon inadvertently oversized the implant for the size of the space and it fractured while being hit with a mallet. Review of the information acquired indicates the root cause as a implant selection error and the result of surgical technique. No additional investigation required. Manufacturing review: review of the device history record notes no material non-conformances, no manufacturing errors, nor discrepancies with respect to material type, treatments, dimensions that may have caused or contributed to this mode of failure. Parts met acceptance criteria upon release. Labeling review: "warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage..." . "Compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique)...". "Pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient...". "Method of use: please refer to the surgical technique for this device...". "Handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used..." . "Information: to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly..." (B)(4).